Event description:
The ventilator shut down while in use on a patient. The customer reported there was no patient harm, and did not know if the ventilator alarmed. The respironics service technician reported he was unable to duplicate the customer reported problem, but noted a diagnostic code in the ventilator log history that indicated a ventilator restart. The service technician replaced the power switch as a precautionary measure. Extended self testing (est) was performed and all tests passed per operating specifications.